Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that they were recovering from a hernia and had not used their cycler for two months. An event date was not provided, therefore (B)(6) 2020 has been chosen as the event date. Additional information was requested, however to date has not been received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient on peritoneal dialysis (pd) contacted fresenius technical support and reported that they did not think the liberty select cycler was draining them. The patient stated they had not used the cycler in almost two months due to recovering from a hernia. Additional information was obtained from the patient¿s pd nurse. The patient presented to the pd clinic on (B)(6) 2020. The patient reported feeling a pop in their groin after lifting heavy objects at work. The patient was then subsequently diagnosed with an inguinal hernia. The pd nurse stated the hernia could have been exacerbated by pd therapy; however, the patient did not require any reduction in fill volume due to discomfort or pain prior to hernia repair. The patient underwent outpatient hernia repair on (B)(6) 2020 and was transitioned to hemodialysis (hd) post-surgery to heal. The patient returned to pd therapy on (B)(6) 2020 with a decreased fill volume (volume not provided) utilizing the liberty select cycler. In addition, the patient is receiving backup hd therapy every friday to ensure adequate dialysis due to the reduced pd fill volume.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the likely exacerbation of the patient¿s inguinal hernia. However, there is no documentation in the complaint file to show a casual relationship between the hernia and the use of the liberty select cycler. The hernia was caused by the patient lifting heavy objects at work as reported by the patient. Increased intra-abdominal pressure can cause progressive enlargement of a hernia in pd therapy. Based on the available information the liberty select cycler can be excluded as the cause of the hernia, although the pd therapy itself with use of the cycler most likely contributed to the exacerbation of the patient¿s hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.